Manufacturer narrative:
The reported failure of test pressure auto-null valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a service center for recertification. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a test pressure auto-null valve failure. The printed sensor board assembly (pca) was replaced to correct the issue. Additionally, the handle, rubber feet, handle o-rings, base enclosure, and labels were replaced. The device was retested and passed all testing.